Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5127138/5127654, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the ipg site. Symptom of infection was soreness at the ipg site. The physician believed that the infection was neither device related nor procedure related. The physician mentioned that the patient had regular infusions to treat the pre-existing rheumatoid arthritis which lowered the patients immune system. The patient underwent an explant procedure and was doing well postoperatively.